Manufacturer narrative:
Upon receiving the device involved in the MDR event from the distributor, nakanishi conducted a failure analysis of the returned device that included measuring the operating temperature of the device. These activities are described in more detail below. Methodology used: a) nakanishi examined the device history record and the repair history for the subject z95l device [serial no. (B)(6) ]. There were no problems observed during manufacturing or testing noted in the DHR. There were also no repair history records since the device was shipped. B) nakanishi conducted temperature testing of the returned device in the following manner: b.1) temperature sensors were attached to the exterior of the device at various test points. This included the point most proximal to the patient (testing point (1)) and points further toward the distal end of the device (testing points (2) through (4)). The test setup was prepared to take temperature measurements at all points simultaneously, including a reference measurement at ambient room temperature. B.2) nakanishi attached a thermocouple (sensor to measure temperature) to each of the testing points. Nakanishi rotated the device's motor at 40,000 min-1, which is the maximum rpm for the motor that drives the handpiece (200,000 min-1 for the handpiece), with water spray, and measured the exothermic response. B.3) nakanishi measured the temperature rise of the returned handpiece set at 200,000 min-1 (motor revolution 40,000 min-1). Nakanishi observed an abnormal temperature rise at test points (1) and (2) a few seconds into the test. Temperature measurements 40 seconds after the start of the test were as follows: - test point (1): 73.3 degrees c - test point (2): 88.8 degrees c - test point (3): 32.4 degrees c - test point (4): 33.3 degrees c the rise in temperature was so sudden that the test was concluded 40 seconds into the planned 5-minute evaluation period. Identification of the specific failure mode(s) and/or mechanism(s) of the associated device components was conducted as follows: a) nakanishi disassembled the handpiece and performed a visual inspection of the internal parts. Nakanishi observed the following phenomena: - the bearing retainer on the rear side of the cartridge was broken. - there was debris on the other parts. B) nakanishi took photographs of all of the disassembled parts and kept them in investigation report #c200407-01. Conclusions reached based on the investigation and analysis results: a) nakanishi identified that the cause of the overheating of the returned device was abnormal resistance during rotation due to the broken bearing retainer. Nakanishi considers the possibility from many years of experience that the cause of the broken bearing retainer was the ingress of undesirable materials into the bearing. B) a lack of maintenance caused the accumulation of debris on the internal parts, which caused debris ingress into the bearing during rotation. This contributed to the handpiece overheating. C) in order to prevent a recurrence of the handpiece overheating, nakanishi took the following actions: c.1) nakanishi reviewed the operation manual and reconfirmed the clarity and understandability of the instructions. C.2) nakanishi reported the above evaluation results to nsk america and directed nsk america to remind the user of the importance of maintenance as instructed in the operation manual.

Manufacturer narrative:
Product complaint # (B)(4). Section b5: additional information received indicated that the patient was in her 80's. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # ==> (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Initial reporter phone: (B)(6). Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt. Independent physician review of the attached imaging was performed, and the results are as follows: "it is a little challenging to follow the sequence of events. Images (fluoro) demonstrate the device and its catheters but other information such as thrombus is not seen, and normally would not be visualized. It appears the et2 did not recapture. This can happen when there is significant (hard) thrombus stuck within the et2. This is what the technology is designed to do. The hard clot acts as a physical barrier preventing recapture of the device. In this case, the entire system (et2, delivery system) including often the access catheter (in this case sofia) should be removed as one unit." Independent physician review of the additional imaging was performed on (B)(6) 2020. The results are as follows: additional imaging was provided along with additional case detail. While the imaging is taken at various time points in the procedure and some at different angles from the others, it appears there is thrombus within the et2, leads me to a similar conclusion as above. The thrombus burden likely resulted in the difficulty in retrieving the technology.

Event description:
A report from the field indicated that during a mechanical thrombectomy of a middle cerebral artery (mca) (m2 segment) occlusion with associated acute ischemic stroke, a 5x33 embotrap ii ((B)(4) revascularization device was deployed, but the device became stuck at the m1 as it was pulled from m2 to m1. Contrast was injected via the sofia intermediate catheter and flow at the internal carotid artery (ica) and anterior cerebral artery (aca) was confirmed at this time. The physician attempted to re-sheath the embotrap with the rebar-18 (medtronic) microcatheter and 6f sofia plus (microvention) intermediate catheter but failed. He then tried to withdraw the entire system at once but was unsuccessful. The microcatheter was retrieved; it is not known when exactly the microcatheter was retrieved but it was early in the procedure. A gt (microvention) guidewire was introduced as an axis to advance the intermediate catheter more distal and it was delivered in parallel with the embotrap, but this attempt was also unsuccessful. Open surgery was considered to retrieve the embotrap from the patient; however, this was not pursued as m1 was not accessible. Then, the idea of leaving the embotrap in the patient by cutting the delivery wire came up; however, this was not executed. Poor/no flow in the ica was confirmed; therefore, the physician decided to place an enterprise 2 stent to open up the ica. The physician was not sure what was causing the poor/no flow in the ica. While taking off intermediate catheter in preparation for enterprise 2, the 9f optimo (tokai medical) balloon guide catheter slightly came out; then, the embotrap got loosened but still remained inside. A prowler select plus microcatheter and the enterprise 2 stent were advanced through the balloon guide catheter. During this process, the embotrap completely came out. No clot was confirmed but embotrap was covered with a small amount of blood. There was reportedly no improvement in the flow from the ica, but the procedure was completed with the expectation of recanalization. The sales representative who was present during the case commented to the physician that a coronary spasm may have occurred at the time the embotrap became stuck, but this does not appear to have been confirmed. It was further reported that there was severe angulation at the aorta, but it was not clear if there were any stenosis there. Of note, this was the fourth embotrap case at this hospital but the first case for this physician. He has 11 years of clinical experience. The embotrap device is available for analysis; however, the concomitant products will not be returned. Select images were returned for evaluation. No further information was provided at the time of complaint initiation. Additional information received on 27-apr-2020 indicated that the female patient is in her 80s and presented with a history of hypertension and breast cancer. Baseline modified rankin scale (mrs) score was 1, but the patient is currently in critical condition. The patient is still being treated because her family has requested ¿treatment for improvement as much as possible¿. There were no issues encountered during routine preparation of the embotrap device. The removed embotrap had small blood clot ¿but the blood flow did not go well¿. It was stated that ¿sandwich imaging was also possible¿. The laver microcatheter was removed from the patient earlier because the physician expected suction effect of the sofia. The sales representative will meet with another physician if any additional information is required. The occlusion involved the m2 branch; ¿therefore, the physician used et ii as he remembered et ii is effective against branch part but the sales rep has thought that etii was not suitable for this advanced m2 bending so far.¿ the physician provided the information kindly even though the hospital has been busy because another hospital closed. The first physician was planning to meet the sales rep, but he had an emergency procedure. Therefore, the sales rep met with the second physician and obtained this additional information. Two additional images were provided and have been forwarded to independent physician for review.